Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during intracranial malignant tumor removal surgery, the cusa clarity console (c7000) displayed an error message when turning on the device. The device was turned off, and then turned back on after unplugging it for 15 minutes but there was no sign of improvement. Another device was used to complete the surgery. A cem nosecone was not used when the error occurred. Also, a specific placement of a generator from the device is unknown, though a generator was placed in the same room. There was more than 30 minutes of surgical delay; however no adverse consequences to the patient were observed.

Manufacturer narrative:
Updated fields: the cusa clarity console (c7000) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned device showed that an error occurred and same was confirmed in the error history in the operation log. This error was caused by poor communication between the boards, and we confirmed that the error was resolved by reinstalling the software. As a function check, we performed an amplitude test, an irrigation motor rpm check, a suction pressure measurement, and a foot switch check, and confirmed that there were no problems. We have confirmed that the irrigation door does not open and close smoothly (it is stiff) and confirmed there was damage to the ac cord insertion area (fuse drawer). As this may lead to new malfunctions, we are recommending that regular inspections, including repairs and replacement of regularly replaced parts be considered. Root cause - the root cause is confirmed as time out errors and irrigation subassembly & damage. A CAPA has been raised to investigate "error code displayed on clarity console" and is pending corrective action, if necessary. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a